Event description:
The customer reported that he missed an anti-e when testing with biotestcell 3 on tango optimo. The patient sample that had caused the false negative test result was sent to us for investigational testing, but none of the supposedly defective product has been returned. At the time the customer filed his complaint the affected lot of biotestcell was already expired. Therefore a testing of the retained sample of the supposedly defective product was not possible. Testing of the patient sample is still ongoing. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our initial report on this incident.

Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported that he missed an anti-e when testing with biotestcell 3 on tango optimo. The patient sample that had caused false negative test results was sent to us for investigational testing, but none of the supposedly defective product has been returned. Therefore our quality control laboratory tested the patient sample with the retained biotestcell 3 sample and yielded a +/- reaction. The patient sample was also tested in the gel method and the 3-phase tube technique. The patient sample always yielded a negative reaction. Furthermore the patient sample was tested with the enhancement of enzyme (bromelain) in tube and yielded a weak positive reaction. The test results confirm the weakness of the missed antibody. There is a reference in the instruction for use: "negative reactions will be obtained if the sample contains antibodies present in concentrations too low to be detected by the test method employed. No test method is capable of detecting all red cell antibodies". Furthermore the retained biotestcell 3 sample was tested with different samples and controls. All positive and negative reactions were correct. We did not observe any false negative reactions. Testing by our quality control laboratory confirmed the allegedly defective lot of biotest cell 3 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. There is no indication for a malfunction of the affected tango optimo.